Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer failure noted during performance verification. The device was not in use when the issue was discovered. No harm or impact was reported.